Event description:
It was reported that during a knee arthroscopy procedure, the service repl lens had a powering issues. It is unknown if a backup device was available. However, a delay greater than 30 minutes was reported. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional test revealed that during power up the device will intermittently act in a different manner, the panel lights flash. The complaint was verified and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.